Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglde device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure was attempted in the right common femoral artery using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, the suture of the first proglide device did not catch the vessel when deployed. A second proglide device was attempted and the suture was deployed and captured the vessel; however, when advancing the knot the suture came out of the vessel. Hemostasis was achieved using manual arterial compression. The operator is reported to be trained in the use of the proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. No additional information was provided.